Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Problem with ventilation reported, mid-procedure. No patient harm reported.

Manufacturer narrative:
The investigation was based on the provided logfile from the involved atlan device. Based on the stored entries, it can be concluded that the ventilator piston did not stop during the reported case and therefore, no ventilator related malfunction was found leading to the reported event. However, patient-side leakage could be seen over the entire period of therapy. The atlan device repeatedly gave acoustic and visual alarms for "fresh gas low or leakage", "apnea", "ambient air inlet activated" and "minute volume low" to inform the user about the situation. According to the logfile analysis no device malfunction was found. The atlan has integrated pressure monitoring. During therapy, pressure alarms are signaled visually and acoustically according to the alarm limits set by the user (e.g. Fresh gas low or leakage, minute volume low, apnea, etc.). The analysis of the complaint data does not indicate a systematic accumulation of the symptom described. On the basis of the available investigation results, the case is subsequently assessed as not reportable.

Event description:
Problem with ventilation reported, mid-procedure. No patient harm reported.